Manufacturer narrative:
Investigation summary: bd received 2 photos for investigation, and evaluation indicated damaged stoppers. Additionally, a total of 20 retained samples were visually inspected for damaged stoppers, and no defects were observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: damaged stopper. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® sst¿ ii advance, the rubber stopper of one tube was abnormal resulting in insufficient negative pressure. No adverse impact was reported regarding the patient or user.

Event description:
It was reported while using bd vacutainer® sst¿ ii advance, the rubber stopper of one tube was abnormal resulting in insufficient negative pressure. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.